Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a problem with the function of the 8mm vessel sealer extend instrument. Failure to perform all movements. The procedure was completed with no patient injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the instrument moved in an unintended direction (e.g., the intended direction was right, but it moved left).